Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to metallosis and dislocation. Update rec'd 11/2/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A stem is being added to address the elevated metal ions levels. Update apr 27, 2017: legal medical records received. In addition to what was previously reported, pfs alleges squeaking in the hip, decreased desired activities, weakness and stiffness. After review of medical records for the MDR reportability, it was stated that the patient experienced left hip metal on metal pseudotumor secondary to alval lesion with instability. Revision op notes also stated the presence of a significant amount of granuloma and foreign body reaction material. It reported no trunnionosis, however there was minimal metal-on-metal reaction. It was also stated that the femoral stem appeared to be very stable with no signs of subsidence or loosening. There was calcification noted in a part of the rectus. The acetabular cup was noted to be slightly loose. This complaint was updated on may 5, 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination for the insert. However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination for the head. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. __________________________________________ previous investigation methods/evaluation results remain the same for the liner and head. No device(s) associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code for the stem. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised due to metallosis and dislocation. Doi: 2006 - dor: (B)(6) 2015 (left hip) . No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis and dislocation. Update rec'd 11/2/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A stem is being added to address the elevated metal ions levels. Update apr 27, 2017: legal medical records received. In addition to what was previously reported, pfs alleges squeaking in the hip, decreased desired activities, weakness and stiffness. After review of medical records for the MDR reportability, it was stated that the patient experienced left hip metal on metal pseudotumor secondary to alval lesion with instability. Revision op notes also stated the presence of a significant amount of granuloma and foreign body reaction material. It reported no trunnionosis, however, there was minimal metal-on-metal reaction. It was also stated that the femoral stem appeared to be very stable with no signs of subsidence or loosening. There was calcification noted in a part of the rectus. The acetabular cup was noted to be slightly loose. This complaint was updated on may 5, 2017.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges abductor muscle repair and metal wear.